Event description:
During a check-out procedure at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The device was not in patient use. The device's power supply was replaced to address the issue.